Event description:
It was reported that ventricular capture management (vcm) is showing high thresholds while in-office reveals 1.5v at .40 ms using surface ECG. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.